Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements of greater than 200 ohms. All other lead measurements appeared to be normal. Troubleshooting options were discussed. No further troubleshooting had been performed, and no interventions were planned at that time. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which reported that high shock impedance measurements were again observed. Troubleshooting was performed of the patient clasping and moving their hands and the high shock impedance measurements were not reproduced. There have been no actions or interventions planned or performed. No adverse patient effects were reported. The device remains in service.